Event description:
Voluntary medwatch received states it was reported that infection was noted on the atrial (ra) lead. The physician elected to explant and replace the ra lead and was previously capped. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155832.